Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left circumflex (lcx) artery with no calcification. The 2.25 x 20 mm nc trek rx balloon dilatation catheter (bdc) balloon crossed the lesion and was inflated; however it was unable to be deflated and withdrawn from the guiding catheter. The nc trek rx balloon was removed from the patient's anatomy fully inflated without patient health impact. A replacement balloon dilatation catheter was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty to remove from the guiding catheter could not be confirmed.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however the device was not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty to remove appears to be related to circumstances of the procedure.